Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, lot# unknown, product type lead, product ID 37086. Product type extension. (B)(4).

Event description:
It was reported that high impedances exceeding 10000 ohms were measured post-surgery. The impedance values were checked several times, with no improvement observed. The patient¿s lead and extension were replaced as a result. It was noted that a new tunneling tool was used for the replacement procedure. There were ¿no¿ health hazards to the patient from the event. It was noted the devices in question would not be returned for analysis. A supplemental report will be filed if additional information is received.